Manufacturer narrative:
Mesa continues to track, trend, CAPA assigned, and react to customer complaints. No adverse event occurred. Information reported by user is being reported as required by 21 cfr 803.

Event description:
On (B)(6) 2022, customer care tier 1 agent fielded a call from a minor patient's guardian. The guardian claimed the patient received a false positive result for a rapid test they completed earlier that day. The guardian claimed the patient's sample was mixed up with the sample of a different patient. The complaint was escalated to customer care tier 2 specialist. The patient's guardian shared with agent that they were informed of a 2-hour resulting turnaround time at the testing site, and the patient received their results quickly. The guardian expressed concern that the patient's sample could have been mixed up with the sample of a different patient. The guardian also claimed the patient was not experiencing any covid-19 symptoms and that the patient completed a government-provided ihealth at-home rapid antigen test. Information reported by user is being reported as required by 21 cfr 803.

Event description:
On 03-mar-2022, customer care tier 1 agent fielded a call from a minor patient's guardian. The guardian claimed the patient received a false positive result for a rapid test they completed earlier that day. The guardian claimed the patient's sample was mixed up with the sample of a different patient. The complaint was escalated to customer care tier 2 specialist. The patient's guardian shared with agent that they were informed of a 2-hour resulting turnaround time at the testing site, and the patient received their results quickly. The guardian expressed concern that the patient's sample could have been mixed up with the sample of a different patient. The guardian also claimed the patient was not experiencing any covid-19 symptoms and that the patient completed a government-provided ihealth at-home rapid antigen test. Information reported by user is being reported as required by 21 cfr 803.

Manufacturer narrative:
Mesa performed analysis of the confirmed retain false positives and determined that contamination of manufacturing areas was the root cause. Corrective actions have been identified and implemented to control and ensure that contamination events are addressed. No adverse event occurred. Information reported by user is being reported as required by 21 cfr 803.